Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial:(B)(6), batch: 5857143.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays revealed lead migration. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced with a paddle lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient experienced a fall.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.